Event description:
Pt self tester reports discrepant meter results when compared with lab results. Unk: (B)(6) 2010, inratio: 3.1, md inr results: 4.6. Pt taking elmiron for a bladder problem.

Manufacturer narrative:
Investigation pending.